Event description:
The customer stated that the architect analyzer generated falsely elevated ipth results on nine patients. The results provided: arch vs duzen lab method: (B)(6)= 165.9pg/ml / 117; (B)(6) = 53.6 / 38; (B)(6) = 60.5 / 43; (B)(6) = 70.1 /48; (B)(6) = 728.2 / 427; (B)(6) =1013.5 / 550; (B)(6) = 1866.6 / 1148; (B)(6) = 834.1 / 424; (B)(6) = 342.5 / 175pg/ml. There was no reported impact to patient management. There was no additional patient information provided.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The investigation of the customer issue included a review of complaint text, a search for similar complaints, accuracy testing, a literature review, and a review of labeling. No returns were made available from the customer site for this investigation. A lot search for reagent lot 01814f000 did not identify atypical complaint activity. Accuracy testing was performed using in-house file samples of reagent lot 01814f000 and met acceptance criteria. A study was reviewed "performance characteristics of six intact parathyroid hormone assays "; sonia l. La'ulu, and william l. Roberts, md, phd. Am j clin pathol 2010; 134:930-938, 2010. This study looked at the performance characteristics of six different intact parathyroid hormone assays, including the architect ipth assay, which was the comparison method. Overall, the study found good correlation for all methods, but did indicate there was significant bias between methods. The study concluded that there are many factors that potentially influence variability for pth measurements and that standardization efforts are warranted and assay-specific decision limits are required. The architect intact pth assay package insert contains information to address the current customer issue. Abbott has identified that a major contributor to the observed increase in patient sample values has been the instability of the architect intact pth calibrators. Therefore, architect intact pth calibrators and controls will have a reduced expiration date (shelf life) to address the calibrator instability. Based on the results of this investigation and the information from the customer site, it was determined that the architect ipth assay is performing as intended and no product deficiency was identified.